Event description:
Additional information was received which reported that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 18 mm balloon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Intra procedural fluoroscopic images were provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. Patient annulus perimeter measured 71.5mm with a perimeter derived diameter of 22.8mm suggesting a 26mm evolut. However, per the event report a 29mm evolut was used instead. The reason to use a larger valve is not known. Patient appeared to have a significantly calcified aortic valve. A fluoroscopy valve load inspection valve was not provided thus it is not possible to confirm a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was then deployed before reaching the point of no recapture. Depth assessment at this time was approximately 6mm at the non-coronary cusp; however, it appeared to be constrained and possibly a small infold noted but difficult to determine in that projection. In the left anterior oblique (lao) view, the valve appeared to not be fully expanded with significant paravalvular leak is visible. To reiterate, the valve w as not deployed to just prior the point of no recapture, so inflow expansion was not maximized for the most accurate depth assessment. Valve under expansion was clearly visible after full release and appeared to be very shallow, approximately 0mm. Evidence shows that the valve dislodged aortic spontaneously. Subsequently, the valve was snared to the ascending aorta and a second valve was implanted. Of note, the new valve was also significantly constrained at the inflow; however, no further intervention was performed. Updated h.6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, once the valve was deployed, the valve dislodged. A snare was used to relocate the valve to the ascending aorta. Once the valve was in a safe position, a second transcatheter valve was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID envpro-14 (lot: 0011789190); product type: 0195-heart valves; implant date n/a; explant date n/a, product ID evolutr-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2023; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.